Event description:
The physician attempted to advance the spinal needle when resistance was felt. The physician removed the needle and a portion of the needle was reported to have remained in the patient. An x-ray identified the fragment within the patient's soft tissue. A surgical cut down was performed to remove the fragment. No permanent adverse effects reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.